Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to screw the right atrial lead into the a port however, the screw from the header came off. The lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported field event of set screw anomaly could not be confirmed. Visual inspection of the device revealed the atrial set screw was not returned with the device; no analysis could be performed on it. It was reported that the set screw was removed from the header during the procedure. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.